Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system displayed an "error processing" message when the user tried to save a pharmacy formulary edit. A technical support specialist (tss) dialed into the server. The support account did not have access to edit pharmacy formulary items. The tss applied a hotfix via knowledge article (ka) medstation es - unable to create or edit pharmacy formulary items - "an error occurred while processing your request." The fix was applied at the database level, making it effective for all users, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, an error occurred while processing a save action for a pharmacy formulary edit. The customer reported receiving an "error processing" message when attempting to save changes to a formulary item in the pharmacy formulary. There were no delay or adverse events or injuries reported based on this event.